Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.